Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during an unspecified procedure, the device jaws became stuck closed and would not release. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
A review of the DHR found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation, provide the device lot number and manufacturer date. Please see the updates to sections: d4, d10 g4, g7,h2, h3,h4, h6 and h10. The device was returned to the service center for evaluation. The device was received with the jaws closed, lock on. The symmetry is balanced, no visual damage noted. The first point of contact for the jaws is at the distal end; this is consistent with standard. The jaw mesh is normal. The insulation of the jaw legs was inspected; no cracks, peeling or exposed metal noted. The flare is intact and has no cracks. The blade extends/retracts and cuts the dental dam as designed. Foreign material was observed at the distal end, consistent with use. The lock function engages/releases as normal. The device was plugged into the test esg-400 generator; the generator displayed pk coag; this is the correct default setting. The blue activation switch was checked and it is functional. A saline soaked gauze was used for testing. Adjusted effect power levels between 1-3; power output was corresponding to the set power level on the generator. Device activation was tested extensively and was working 100% of the time. The pk-cf0533 cutting forceps was able to grasp, coag and cut with no errors, anomalies or irregularities noted